Manufacturer narrative:
At this time, this lead remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days after the implantation of this right ventricular (rv) lead, the patient was admitted to the emergency room after experiencing a loss of consciousness. It was noted that there was loss of capture on the lead and the thresholds had increased to 5 volts with the automatic capture feature on the associated device. A revision was performed and the lead was successfully repositioned with acceptable measurements. The patient will continued to be monitored over the weekend to evaluate the repositioned lead. No other adverse patient effects were reported.